Event description:
Customer reported set came apart at y-site six inches from patient vascular access site. There was no patient harm. Although requested, no further patient/ event information was available.

Manufacturer narrative:
(B) (4). (B) (4). This report was filed by the manufacturer. The set was requested to be returned for evaluation, however, the customer indicated the set is not available. The lot number was identified. The manufacturing database was reviewed; no quality issues were noted during production build for the involved lot number and failure mode reported.